Event description:
It was reported that the trocar stylet of a rosch-uchida transjugular liver access set was bent. Upon receipt of the complaint device and preliminary device failure analysis, cook observed discoloration and foreign matter on the trocar stylet. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h6 (annexes a and g). Investigation ¿ evaluation. It was reported that the trocar stylet of a rosch-uchida transjugular liver access set was bent. The procedure was completed with a replacement device. No adverse effects have been reported. Upon receipt of the complaint device and preliminary device failure analysis, cook observed discoloration and foreign matter on the trocar stylet. This complaint was opened based on an unreported failure noticed during device evaluation. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use set was received. Corrosion was noted on the trocar stylet near proximal end of the coiling around the solder joint. The device was confirmed to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other relevant events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. This product is not currently packaged with instructions for use. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be a manufacturing deficiency. The corrosion was likely due to left over flux on the needle not being cleaned properly. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.